Manufacturer narrative:
Concomitant devices: prx humeral hi plate catalog #: 110030401 lot #: ni, 3.2mm pegs 24mm catalog #: 110025324 lot #: ni, 3.2mm pegs 28mm catalog #: 110025328 lot #: ni, 3.2mm pegs 30mm catalog #: 110025330 lot #: ni, 32mm pegs 40mm catalog #: 110025340 lot #: ni, 3.2mm pegs 48mm catalog #: 110025348 lot #: ni, 3.2mm pegs 50mm catalog #: 110025350 lot #: ni, 3.5mm cortical locking screw catalog #: 816135020 lot #: ni, 3.5mm cortical locking screw catalog #: 816135022 lot #: ni.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a proximal humeral plating procedure, radiographs revealed a screw was bent following insertion. The surgeon attempted to remove the screw resulting in it fracturing and the patient retaining the screw shaft in the humeral canal. An additional screw was used to complete the procedure.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review identified the following: fracture proximal humerus was fixed with lateral plate and multiple screws. The distal-most screw appears to be bent on one x-ray and to be broken on another x-ray with partial removal proximal broken screw. The final x-ray shows retention of the broken screw shaft within the humerus, and replacement of the broken screw with a new intact screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.